Event description:
Suture line disruption: it was reported that during a vascular anastomosis, an enlargement was noticed close to the proximal anastomosis and along the subcutaneous portion of the protheses which was easily lacerable. The graft was removed and replaced with another graft. The patient is doing fine.